Manufacturer narrative:
Device has been returned to the manufacturer. An evaluation is expected to be completed, a follow up report will be submitted upon completion of this evaluation.

Manufacturer narrative:
Evaluation of returned device complete.

Event description:
It was reported that during a cast removal the cast cutter blade broke. A delay of 15 minutes was reported as a result of this event whilst a back up device was retrieved. No patient impact or adverse consequences were reported.

Event description:
It was reported that during a cast removal, the cast cutter blade broke. A delay of 15 minutes was reported as a result of this event whilst a back up device was retrieved. No patient impact or adverse consequences were reported.